Event description:
It was reported that on 18 october 2023, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The device was placed at a 4mm depth. Sufficient calcium was present to anchor the device. During the 80 to 100% deployment stage, the valve jumped and migrated in a supra annular position before full deployment could be achieved. There was no tension in the delivery system during deployment. Physician tried to pull with the remaining tab engaged in the retention tab. The valve was snared in a supra coronaries ostia aortic position and implanted. A non-abbott valve was implanted successfully in the native valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicates that there were no intra-procedural difficulties, the implant depth at deployment was 4mm from the non-coronary cusp (deeper than the recommended 3mm), there was sufficient calcium for anchoring of the device, and there was an issue with deployment as the device did not fully release at the time of the migration. Additionally, it was noted that the device was snared in the aorta. The provided imaging was reviewed by an abbott clinical engineering manager. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that implant depth contributed contributed to the reported device migration. However, this cannot be confirmed. The reported incorrect procedure or method is related to the user snaring the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Information from the field indicates that the physician was aware of these warnings. These violations did not cause or contribute to the reported issues. Therefore, a letter will not be requested to the account.